Event description:
On (B)(6) 2012, the reporter contacted lifescan (B)(4), alleging inaccurate results. The patient had obtained a 216 mg/dl and a 140 mg/dl on (B)(6) 2012. The readings were done within 20 minutes from one another. The patient denied exhibiting any symptoms or seeking any medical attention due to the reported issue. The test strips were in good condition and not expired. A quality control test was not done since the patient did not have any control solution. This complaint is being reported because the reported results did not meet lifescan's accuracy/precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Products were replaced and requetsed back for investigation.